Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received: the surgical tech felt that anvil on the device also had more "play" or looseness than a normal device.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, during the fourth firing of the device, on the first "vertical" firing on the pouch, an unusual sound was heard, mid-firing. The stapler completed the firing, with no abnormalities detected in staple line. The fifth firing all was normal. Prior to the sixth firing, the closing handle felt abnormal to the surgeon, when he was closing on tissue. He was able to close the jaws, but then the red safety lock would not move proximally, enabling the device to fire. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n54t4y. The analysis found that one plee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.